Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Event description:
A patient sample gave a very high result for free t3 which did not correlate with the clinical picture of the patient. Same sample was rerun on on a cobas 6000 and gave a similar result. When run on an immulite analyzer, it gave a normal free t3 result. Initial free t3 result was 19.11 pmol/l. Sample repeated two times on the e411 gave 19.38 pmol/l and on (B) (6) 2010 gave 18.34 pmol/l (accompanied by a data flag). Same sample repeated two additional times gave 17.11 pmol/l (accompanied by a data flag) on (B) (6) 2010 and 5.10 pmol/l (immulite analyzer), testing date not provided. It is unknown which results the customer reported. No adverse events were reported. Free t3 reagent lot was 156811. Investigation is on-going.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Manufacturer narrative:
One patient sample was returned for investigation. An interfering factor to the idiotype of the assay antibody was present in the patient sample and most likely caused the elevated elecsys free t3 results. Possible idiotype interference is documented in the package insert "limitations-inteference" section. No adverse events in relation to the elevated free t3 results were reported.